Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
It was reported that the patient had unknown issues due to recharging their implantable neurostimulator (ins) and that it had to be replaced. The indication for use for the implanted device was noted as non-malignant pain. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.